Manufacturer narrative:
The suspect product is the comfort curve strips.

Event description:
Reporter alleged the blood glucose measured 67 mg/dl and customer felt shaky, so he ate and retested a couple of minutes later. Customer stated back to back results were discrepant of hi versus 187 mg/dl, on the advantage system strip lot 549532, and expiration date 03-31-2008). Pt did not provided the location where the discrepant results were obtained. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.